Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v508832, implanted: (B)(6) 2010, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
The patient was implanted for gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy and did not feel stimulation. She wanted her implantable neurostimulator taken out because the battery wore out. Eos was not determined by a health care provider, but the patient lost stimulation and saw a poor communication screen. The programmer was already once replaced. The patient also wanted to get an MRI for an unrelated foot injury and therefore wanted the device out. Additional information repeated the same allegations and noted that the patient was in the process of having the device removed.

Manufacturer narrative:
Date was updated based upon new information in file. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported they had the therapy removed and they were wondering if the manufacturer wanted the patient programmer. They were redirected to their clinic to see if they may want it. The patient reported they had the stimulation removed because it never helped, it only lasted a couple of years, and replacing it was too expensive. The patient stated it was removed about 2014, they did not recall the name of the doctor. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.